Event description:
Caller states patient tested 4.9 inr on coaguchek xs system 1 and 2.7 inr on coaguchek xs system 2. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 20968811, expiration date 03/31/2013). (B)(4).